Manufacturer narrative:
Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility report that when the doctor pulled the angio-seal device back from the sheath to set the anchor against the tip of the sheath, he did not hear the usual loud audible click. He felt confident that he pulled the device apart from the sheath hard enough and decided to pull the entire device back to deliver and seal the arteriotomy. The device deployed without any issues and he had a successful close. He stated it was "just unnerving" to not hear the usual click when setting the anchor. The estimated blood loss was less than 250cc. The procedure was successful, and the patient was in normal condition. There were no other devices or equipment used with the reported product. Additional information was received on 15sept2021. The procedure performed for the patient prior to use of closure device was a peripheral angiogram. A 6fr procedural sheath was used. The patient was in stable condition.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angio-seal device was returned for product evaluation. The returned device included the hemostasis sheath, carrier tube, and locator. The returned device was subjected to visual analysis. The device was found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were mated and were returned in the fully rear-locked position. A portion of the suture was visible at the opening of the distal tip and was found to have been cut. The locator was also returned and was found to have been slightly bent. Functional testing was performed by resetting and re-engaging the device. The carrier tube and hemostasis sheath were disconnected, and the carrier tube was reset to the forward lock position. The components were then fully reconnected and moved into the fully rear-locked position. Audible and tactile feedback was identified during functional testing with the color-bands properly exposed, and no issue was found with the feedback mechanism during device testing. The alleged failure mode concerning the audible click was unable to be replicated, and the complaint was unable to be confirmed. An exact root cause for the issue could not be determined. It is possible that the user did not hear the audible click due to environmental noise. Functional testing was performed by resetting and re-engaging the device. Audible and tactile feedback were identified during device testing, and no issue with the device was able to be identified. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.